Manufacturer narrative:
The lens remained implanted. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7369706) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) approximately 1 month post lens implant in the patient's right (od) eye. Posterior capsular opacification (pco) was also observed. A yag was performed but was unsuccessful. The reason for the yag was not provided. The lens was subsequently repositioned. The patient's current prognosis and treatment were described as "good".